Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The deployment difficulty was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that procedure was to treat a lesion in the moderately calcified, distal superficial femoral artery. The vessel was dilated with two unspecified balloon dilatation catheters. Atherectomy was performed. A 7x45 mm introducer sheath was used. The vessel diameter was 6 mm. The 6 x 150 mm supera self-expanding stent system (sess), was advanced in the patient anatomy, however, during deployment the supera stent only partially deployed. The partially deployed sess was removed from the patient anatomy. A same size supera sess was used to complete the procedure. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.